Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer explanted an intraocular lens (iol) due to patient complaining of insufficient near vision and was also experiencing dysphotopsia. Account provided that patient has slow visual adaptation with mild refractive error. The replacement iol was of a different model and diopter size. There was no further surgical intervention required. Patient was reportedly doing well and has been happy with their vision. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 6, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the haptics and optic body and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section h6, medical device problem code 2993 - adverse event without identified device or use problem was entered. However, the appropriate code is 1189. Therefore, this supplemental filing is to correct the medical device problem code. The following field has been updated: section h-6: medical device problem code: 1189 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.